Manufacturer narrative:
The pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. Intermittent button response noted during testing due to corroded keypad traces. The pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 552mg/dl. The customer's most current level was 332mg/dl. The customer states they treated the highs with pump and manual injections. Troubleshoot was conducted. The customer states they see two cracks next to where infusion set and battery cap are on top right and top left. The customer states the presence of soda size air bubbles in tubing. The customer was not able to conduct high pressure test successfully, due to missing instructions that came with clamp. The customer states the buttons are very hard to press. The customer states they work in fast food, and are constantly around smoke and steam. The customer was advised the pump would be replaced and returned for analysis.